Event description:
Medtronic received a report that the pipeline failed to open and could not be removed. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic artery segment. The max diameter was 5mm, and the neck diameter was 4mm. The patient's vessel tortuosity was moderate. The landing zone was 4.3mm distal and 5.0mm proximal. Dual antiplatelet treatment was administered. It was reported that after the tip end was deployed, it was found that the tip end could not open properly. After the deployment, the tip end was about to be processed later. It was found that the tip end was frizzy and could not be changed, nor could it be changed by balloon dilation. Later, the stent was also tried to be taken out, but after the deployment, the stent still could not be taken out. The damaged stent tip end was pressed, and the pipeline was implanted. The customer thought that there was a problem with the tip end of the product. The patient did not experience any injury or complications. Angiographic results post procedure showed pressing the front stent with a long stent. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an 8f cordis sheath, tonbridge xt27 microcatheter, and synchro 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pipeline ped-500-18 (lot# b303426) found that two pipeline flex pushers were returned. It was not possible to determine which pusher belongs to which device and therefore both were analyzed together. For both devices, it was revealed that the hypotube was unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the re-sheathing pad, resheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ and ¿pipeline damaged during delivery/retrieval¿ could not be confirmed for both devices as the braids were not returned for analysis. Customer reported devices were prepared per IFU and patient vessel tortuosity as moderate. The customer report of ¿resistance during retrieval¿ could not be confirmed as the braids were already deployed. As the xt-27 micro catheter used in the event was not returned, any contribution of the micro catheter towards the incomplete open, braid damage, or resistance in catheter could not be determined. The xt-27 micro catheter has an inner diameter of 0.027¿, which is compatible for use with the pipeline flex device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the all the sections of the pipeline were opened, it was the tip end which was the distal end that was opened roughly and could not be attached to the wall. The pipeline was not placed in a vessel bend. Dilation was tried with a balloon but the device couldn't handle it. It was damaged and couldn't stick to the wall. It was suspected that the size of the 5.0 due to the large size it was difficult to be opened. The tip end was damaged during the repeated reduction and increase of tension. The pipeline was implanted ineffectively and the tip end was rough and could not be attached to the wall. Therefore, a stent longer was later additionally implanted to cover the rough tip end.